Manufacturer narrative:
Clarification of a2: patient birth year 1957. Date of alcl diagnosis: (B)(6) 2020.

Event description:
No evidence of lymphoma outside the implant capsule. Lymphoma-alcl was confirmed by the markers cd30+ and alk-. Patient was treated with "cefuroxime". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and suspected bia-alcl. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Physician reported "condition after breast cancer on mastectomy and breast reconstruction with the implant. Suddenly increase in size of left breast noted, sonographic large seroma - 360 ml punctured cytological suspicion also implant-associated large-cell anaplastic lymphoma." Removal of the reconstructed breast including the entire implant capsule and the implant. Histological: implant-associated large cell anaplastic seroma. No adjuvant therapy required, follow-up care. Left side.